Event description:
Boston scientific received information that the patient was reported to be having premature ventricular contraction (pvc) post discharge. The field representative was informed and noted loss of capture with an increasing impedance measurement. It was confirmed through an x-ray that this right ventricular (rv) lead had dislodged. It was found that the lead helix had pulled back and the lead tip pulled up. The patient underwent a surgical revision where this lead was repositioned on the septum. Defibrillation threshold (dft) test was not performed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.